Manufacturer narrative:
The device was returned as part of the asset return process. The probe unit was found to be missing a piece, in addition the acoustic lens was peeled and damaged. Additional findings included: the up/down (u/d) knob could not be locked securely due to wear of lock engagement lever (fe) lever. The air/water (aw)-cylinder had discoloration. The suction (s)-cylinder had discoloration. The fe lever was scratched. Water tightness was lost because the guide pin of electrical (el)-connector was shaved and there was a pinhole on channel (ch)-tube. The cover joint had discoloration due to water leakage. The ultrasonic cable was damaged causing the number of missing element to exceed the standard value. The acoustic lens was peeled causing ultrasound image displayed to be defective. The distal end of the probe was scratched. The adhesive around the light guide (lg) lens was worn. The adhesive on the bending section cover (a-rubber) was worn. The connecting tube had coating peeled. The ch-tube was scratched. The ultrasonic probe was loose. The braid of bending tube was deteriorated causing tightness to be uneven. The condenser unit was damaged causing the insulation resistance between evis and us connector to not meet standard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress led to the malfunction. However, a definitive root cause cannot be determined. This issue is addressed in the instruction manual (revision 15): never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor the field performance of this device.

Event description:
The evis exera ii ultrsound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the probe unit was found to be missing a piece, in addition the acoustic lens was peeled and damaged. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.